Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had 6 hernia surgery this past tuesday and the nurse put their device on MRI mode for the surgery so that it wouldn't have any issues with the doctor's stuff during surgery. Patient stated when they got out of recovery and wanted to turn their device back on, the nurse told them that they had charged their back while they were in recovery because the stimulator said that it was low. Patient then stated ever since then, the implant in their back was dying very quickly. Patient was charging their implant every other day and now they were charging their implant every 16-18 hours in a day. Patient noted they were "anesthesied" out, medicated out and when they woke up on thursday and they were feeling a lot better, their stimulator was dead so they went to charge their implant on thursday morning and they fully charged their implant to 100%. Agent reviewed implant battery was dependent on the therapy settings and usage. Patient confirmed their therapy settings were the same. The patient was redirected to their healthcare provider to further address the issue. Other: patient stated they had fusions, been in pain since 1995 and was on opioids for several years. Patient noted they had t8-t9 replaced in (B)(6) 2024 and they were in the process of one more surgery on (B)(6) 2024 for a cervical surgery.